Event description:
On (B)(6) 2012, it was reported that this vns patient passed away. No additional information was available. Attempts for additional information have been unsuccessful. A search of the social security death index confirmed the date of death of be (B)(6) 2009.

Event description:
A fax from the physician's office was received on (B)(4) 2012, indicating that the patient's date of death, cause of death, and circumstance of death were unknown. Attempts for the patient's death certificate revealed that the cause of death would only be provided to family members. Multiple searches for the patient obituary, funeral home, and mortuary have been unsuccessful. As a result, no attempts for product return can be made. A sudep evaluation was performed. The results indicate that this death event was been reviewed and with the available information was determined to be possible sudep. The only known information is that the patient had epilepsy and died. As such, sudep cannot be ruled out as a possible cause of death.